Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of 182mg/dl. It was stated that the customer was not wearing the device at time of her admission, and she has been off the insulin pump for the past two weeks. It was mentioned that the customer was seen by the endocrinologist a few weeks ago, and she was told to go back on manual injections due to the hypoglycemic episodes that leaded to a diabetes ketoacidosis. It was stated that the customer was not treating correctly her glucose level. The nurse stated that the device alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.